Manufacturer narrative:
Section a2: patient information age: reflects the study mean age of the patients in the robotic group. Section a3a- patient gender represents the majority of the patients in the robotic group. Section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section e - the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event. Citation (apa): a comparative analysis of staple height used for robotic right colectomy 10.1007/s11701-025-02503-1 hinduja-2025-a comparative analysis of staple.pdf. Https://doi.org/10.1007/s11701-025-02503-1.

Event description:
A review of the article reported the following adverse event(s). A total of 14 patients (11.6%) had post-operative anastomotic bleeding. Blood transfusions were required in 8 patients (6.6%).